Event description:
The patient was in surgery for a pump replacement only, but when the physician tried to aspirate fluid from the catheter he was unable to do so. Upon further investigation, it was found that the catheter had separated from itself. It was not clear if this happened on its own or if the physician pulled on it when removing the pump. Regardless, the catheter was broken in half and had to be replaced. At this time, the implanting physician was notified due to the concern that it was uncertain how long the catheter had been that way and the dose that the managing physician had ordered for the new pump was the same as the previous dose that the patient had been on (583 mcg/day). The implanting physician decided to keep the dose the same until he spoke with the managing physician. So the new pump was programmed at the 538 mcg/day at approximately 4:30 pm. See manufacturer's report # (3004209178201003744) for patient outcome.

Manufacturer narrative:
(B)(4).